Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating near the charging port. No additional event or patient information is available. The external power supply has been received for evaluation. An external visual inspection was performed and passed. An external visual inspection was passed. Receiver load tests were performed and passed. The 5vdc output was measured and was within specification. The charging cable was also received for investigation. An external visual inspection was performed and passed. Cable continuity testing was performed and passed. An additional receiver load test was performed and passed. The reported event of overheating was not confirmed. The probable cause could not be determined.